Manufacturer narrative:
Investigation could not reproduce the complaint, the phacodiathermy module is working according specifications. (B)(4). All available information has been disclosed. This complaint has now been closed. In a retrospective review of this complaint, the associated risk is prolonged delay, therefore determined to be reportable.

Event description:
Our customer faced the following problem: during surgery for an hour there was no phaco power at the cataract surgery. Unfortunately restarting from the eva did not help. The eva was replaced by another. Perhaps there is a problem with the hand piece. Maybe this is caused by heat. No injury reported however the event resulted in a prolonged delay. All information pertaining to this incident has been disclosed.